Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Customer¿s blood glucose reading was in the 20 mg/dl when the emergency medical services were called. Customer was treated for low blood glucose with food and glucose tablets. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was not activated at the time of incident. Customer was not wearing a sensor. The insulin pump will not be returned for analysis.